Event description:
On 3/86 rptr had a right modified radical mastectomy and in 9/86 she underwent reconstruction and was implanted with silicone/saline gel double lumen implant. Prior to 3/86 she had no medical problems. She recovered well from the mastectomy, but since 9/86 her health just has never returned. She has been diagnosed with fibromyalgia, she has constant pain in her right shoulder and right side of her body and chronic fatigue, difficulty swallowing, irritable bowel syndrome, intermittent swelling in her neck and groin, memory loss, speaking problems, pulmonary problems, and joint pain and stiffness. She is on cortisone injections to right shoulder and proventil inhaler.